Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.00x20 synergy drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The physician noted that the stent struts got lifted. The procedure was completed using a different size synergy drug-eluting stent. No patient complications were reported and the patient's status was good.